Event description:
The perfusionist reported that the pump stopped during the procedure. An error 000004 was displayed. The pump did not restart after power cycling.

Manufacturer narrative:
Sorin group (B) (4) manufactures the s3 mast roller pump. The incident occurred at (B) (6) hospital in (B) (6). This medwatch report is filed by sorin group USA on behalf of sorin group (B) (4). Please note that this MDR is being filed late due to a recent change in sorin group (B) (4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. The perfusionist reported that the pump stopped during the procedure. An error 000004 was displayed. The error code indicates an index sensor on the motor control board is not functioning. The pump did not restart after power cycling. The facility investigated the cause of the error in their laboratory. The 000004 error code was confirmed. The pump sensor plate, rp3 component and the display control plate were replaced. The pump functioned properly. It appears that the cause of the failure was a malfunction of the electronic components. To prevent this situation from occurring again, measurement and record of voltage at the output connector has been added to the maintenance checklist. The pump has been repaired, however, for safety reasons, an alternative pump was offered as a backup until the next maintenance check is performed.